Event description:
The patient was having a port a cath inserted. Introducer was inserted and didn't pass on two attempts. When it was removed, it was noted that the tip was missing a portion. A new introducer was opened and used successfully.